Manufacturer narrative:
UDI - not yet covered by the UDI implementation cut-off. The actual device has been returned to the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. An evaluation of a retention sample of the involved product/lot number combination was conducted. Visual inspection revealed no defects. Functional testing was conduct on retention samples and could not reproduce the reported defect. A review of the device history record was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported a nurse incurred a needle stick with the involved sg3 device. Follow up communication with the user facility reported: a pediatric office was using the surguard3 device to give a vaccination; this was the first box of surguard3 they have used and reported that the product was hard to close; the needle stick occurred when the nurse was trying to engage the safety device and could not; she had to use a second hand and when she did, she then incurred the needle stick and the needle went through her protective glove and poked her in the finger; it was reported that she thought it was activated and it must not have been when she incurred the needle stick; when asked if she had heard the audible click or visually seen the engagement she reported she probably had not; the facility sent the nurse for required lab tests, as is policy for needle stick protocol; the case has been forwarded to employee health and no blood testing results will be disclosed; there was no harm to the pediatric patient that was being treated; and no additional medical intervention was required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation of the returned 31 unused samples from the report lot number. The actual device was not returned to the manufacturing facility for evaluation, however, 31 unused samples were returned for evaluation. Visual inspection revealed no defects. Eighteen samples were subjected to sheath activation force and confirmed to meet manufacture specification. Functional testing was conducted on 13 samples and could not reproduce the reported defect. Based on the investigation results the returned samples were the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.